Manufacturer narrative:
THE EVENT OCCURRED OUTSIDE OF THE UNITED STATESWHILE THIS PRODUCT IS NOT SOLD IN THE UNITED STATES, IT IS LIKE OR SIMILAR TO A PRODUCT MARKETED IN THE UNITED STATES.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device and using the lancing device caused pain to the finger.